Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to procedural conditions (chord caught on system during positioning). A cause for the reported perforation could not be conclusively determined. The reported patient effects of perforation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be placed. After initial placement it was determined that the clip was placed lateral to the defect. The clip was removed and extracted into the left atrium. It was determined that a chordae was torn. The clip was then implanted successfully and the final mr was grade 3. During the post-procedural echocardiogram it was determined that a pulmonary effusion was identified with blood shunting from the left ventricle into the right ventricle. A pericardiocentesis was performed and a drain was placed. It was determined that the mitraclip scraped the posterior wall of the left atrium when it was retracted. There was no clinically significant delay reported.